Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05544. It was reported that the patient's ipg was unable to enter MRI mode. Troubleshooting revealed high impedance on the leads. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The leads were explanted and replaced to address the issue on (B)(6) 2022.